Event description:
Eclipse 175ml/hr on occasion, will not allow the transfer of fluid into or out of the device. Upon preparation in the pharmacy, the device at some point, causes the pump motor to cease pumping fluid into the device. Devices which appear to work properly prove defective after reaching pt's home. The pt complains that infusion time is approximately 2-2x.5 hours long as opposed to the 90 minute run time. Pts also complain that some eclipses do not finish infusion at all. Date of event listed as "on-going".